Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a permanent trial procedure, where leads and extensions were used. During the subsequent procedure to place the implantable neurostimulator and removed the extensions, a portion of the l5 lead tail was disconnected. Upon connecting the lead to the ins, diagnostics indicated invalid impedance readings. The physician removed the lead. The patient is receiving effective therapy with the use of a single lead.